Manufacturer narrative:
Examination of the returned instrument confirms the observation. The instrument has been in-service for approximately 14 years and has numerous impact markings in the strike plate. The root cause is attributed to wear out from repeated use over many years of service. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The wood handle curved cup impactor cracked during the case.